Event description:
It was reported that the customer is experiencing high blood glucose. The current blood glucose reading is 96 mg/dl. The customer stated that the blood glucose reading have been high and low. Customer received the notification letter regarding the vent block. Customer stated that the insulin pump is not delivering insulin. Customer is using manual injections to control blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.